Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 26-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ('cramping every day') and breast sarcoma ('tumor / phyllodes tumor in left breast') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2011, the patient was found to have breast sarcoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pain ("pain"), ovarian cyst ("cysts/ large cysts on ovaries"), rash ("rashes") with pruritus, alopecia ("hair falling out,"), mood swings ("mood swings.") With feeling abnormal, headache ("daily headaches"), tooth disorder ("dental problems"), menorrhagia ("heavy menstrual cycles"), arthralgia ("hip pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain, breast sarcoma, abdominal distension, pain, ovarian cyst, rash, alopecia, weight increased, mood swings, headache, tooth disorder and menorrhagia outcome was unknown and the arthralgia and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, breast sarcoma, headache, menorrhagia, mood swings, ovarian cyst, pain, rash, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events "lower back pain and hip pain " were added and outcome of this events were update as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ('cramping every day') and breast sarcoma ('tumor / phyllodes tumor in left breast') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2011, the patient was found to have breast sarcoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pain ("pain"), ovarian cyst ("cysts/ large cysts on ovaries"), rash ("rashes") with pruritus, alopecia ("hair falling out,"), mood swings ("mood swings.") With feeling abnormal, headache ("daily headaches"), tooth disorder ("dental problems") and menorrhagia ("heavy menstrual cycles") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain, breast sarcoma, abdominal distension, pain, ovarian cyst, rash, alopecia, weight increased, mood swings, headache, tooth disorder and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, breast sarcoma, headache, menorrhagia, mood swings, ovarian cyst, pain, rash, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- case upgraded from non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.